Manufacturer narrative:
This is one of three reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by the edwards' affiliate in germany, a transcatheter valve replacement procedure was performed to implant a 26mm sapien 3 ultra (s3u) valve in aortic position by transfemoral approach. During the procedure, the esheath+ was inserted at a steep angle and the commander delivery system with crimped s3u got stuck into the esheath+ and did not exit the tip of the esheath+. The s3u and esheath+ were removed as a single unit. A new kit was used with success. No patient injury occurred and patient was stable post-procedure. As per images provided, an esheath+ liner puncture could be observed. The devices were returned for evaluation. As per pre-decontamination evaluation of the s3u, several struts bent outwards at the inflow side on the crimped were observed. As per pre-decontamination evaluation of the commander delivery system, a balloon leak was identified through a pinhole leak at the crimped balloon area.

Manufacturer narrative:
A supplemental MDR is being submitted due to completed device evaluation. Sections g6, h2, h3 and conclusions in section h11 were updated. H6 codes were corrected: type of investigation, investigation findings, investigation conclusions. Section h10 was updated with reference to the other reports submitted for this case. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Upon visual inspection of the commander delivery system and removal of the crimped thv, a pinhole leak was observed at the crimped balloon area when inflating the balloon. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery of the device was provided it was observed that the crimped valve and delivery system were stuck at the sheath shaft and protruded through the liner puncture of the esheath. The complaint for balloon leak was confirmed based on evaluation of the returned device. Available information suggests that patient factors (calcification) and/or procedural factors (device manipulation, crimp valve interaction with balloon) likely contributed to the event. Scratches were noted at sheath shaft and the commander delivery system with crimped thv got stuck at sheath shaft. Applying high push force or torsional stress on the commander delivery system can deform system components, leading to kinks in the guidewire lumen, flex catheter, or balloon catheter during advancement through the sheath, thereby increasing resistance. High push force/torsional stress applied to overcome resistance during system advancement may cause the valve apices to physically interact with the balloon material, potentially damaging it (e.g. Pin holes, micro-tears etc.) And resulting in balloon leakage. Push-pull maneuvers performed to overcome resistance during system advancement can lead to sudden shifts in axial and tensile forces along the delivery system, potentially destabilizing the valve position on the balloon and increasing the risk of valve dislodgement from its intended location. Failures associated with system components may arise from device manipulation alone or in combination with challenging anatomy and/or additional procedural complexities (e.g. Steep insertion angle, non-coaxial alignment etc.). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.